Event description:
Philips healthcare received a complaint from a durable medical equipment (dme) supplier stating that a smart monitor 2 infant apnea monitor was not alarming during test 2 of the checkout procedure, but it was alarming for the other steps. The device was not in use at the time of failure and no patient harm was alleged.